Event description:
It was reported to boston scientific corporation on may 11, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal in the bile duct to treat malignancy during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the first flange was deployed; however, when the physician backed the stent in the delivery system to get the flange closer to the wall, the second flange deployed inside the bile duct. The puncture site was not closed, and the stent was unable to be removed. A percutaneous transhepatic cholangiography with drainage was performed to complete the procedure. The patient was admitted to the hospital and was discharged on may 15, 2023. In the physician's assessment, the patient complication is related to the device and procedure. The patient was expected to fully recover.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f08 captures the reportable event of prolonged hospitalization. Block h10: an axios electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the inner sheath was kinked. No other damages were noted to the delivery system. Product analysis could not confirm the reported events of stent positioning issue and stent difficult to remove. These problems occurred during the procedure and there is no objective evidence or descriptive condition to confirm the reported events. The kink noted on the inner sheath was most likely due to procedural factors encountered during the procedure, such as lesion characteristics, handling of the device and the technique used by the physician when trying to remove the device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, stent positioning issue was documented in the labeling as a potential complication as a result of the use of the device. Therefore, a review and analysis of all available information indicated that the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation on may 11, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal in the bile duct to treat malignancy during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the first flange was deployed; however, when the physician backed the stent in the delivery system to get the flange closer to the wall, the second flange deployed inside the bile duct. The puncture site was not closed, and the stent was unable to be removed. A percutaneous transhepatic cholangiography with drainage was performed to complete the procedure. The patient was admitted to the hospital and was discharged on (B)(6) 2023. In the physician's assessment, the patient complication is related to the device and procedure. The patient was expected to fully recover.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f08 captures the reportable event of prolonged hospitalization.